Event description:
Complainant alleged that the facility's biomedical engineering tech (age unknown) was performing a routine preventative maintenance on the device using a dni nevada impulse 4000 brand tester. The tech set the analyzer at normal sinus rhythm and then analyzed the rhythm through the device. The tech then set the rhythm on the analyzer to ventricular fibrillation (vfib), and again analyzed the rhythm through the device. The device prompted "stand clear" and advised shock. The tech reported that then "hit shock and discharged 200 joules from the defib". Tech then verified the joule output and "within 20 to 25 secs later the tech reached over to the tester to change from vfib go asystole. It was at this point that the tech got hit with an electrical energy that knocked tech off the chair." The tech was asked if tech had verified the 200 joule output on the simulator just prior to receiving the shock. The tech responded, "yeah, I think I did." The tech indicated that tech was examined in the facility's ER and by tech's own physician subsequent to the event. Tech reported that tech has suffered stiffness and soreness for about a week, but was not suffering any lingering after effects from the unintended delivery of energy. The simulator has also been returned to the MFR for evaluation. There has been no info regarding the evaluation of the simulator. There was no pt involvement in the reported malfunction.